Event description:
The abiomed field service representative reported the user facility's automated impella controller had a ¿system self check failed¿ alarm when booting up. Staff attempted to reboot, but was unsuccessful. There was no patient harm.

Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.